Manufacturer narrative:
Concomitant products: non-bd spiro bag access device; 25 ml baxter 0.9% sodium chloride injection bag, lot number p346130, expiration date nov16; therapy date (B)(6) 2016. The customer¿s report of a pump chamber separation was confirmed. Visual inspection of the set found that the silicone segment had been detached at the upper fitment. Functional testing was not performed due to the separation. Dimensional testing confirmed that all parts were within the required specifications. The root cause of the silicone segment and retainer ring separation from the upper fitment was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after a normal saline 25 ml flush the safety clamp became disconnected from the IV tubing when removing it from the pump. The flush was given after a dose of ifosfamide 2.1 grams in 500ml that infused over 2.75 hrs. There is no report of patient harm.